Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. E1: initial reporter phone: (B)(6).

Event description:
It was reported that a patient experienced a pericardial effusion and hypotension. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pulsed field ablation catheter was selected for use. During the procedure, the patient's blood pressure decreased. The physician checked the patient's heart with echocardiography, and a pericardial effusion was noticed. A pericardiocentesis was performed, and approximately 250 ml of blood was drained from the pericardium. While the pericardiocentesis was being performed, the ablations were finished successfully. At the end of the procedure the blood pressure normalized. The device is not expected to return for laboratory analysis.